Event description:
It was reported that an ilet pump developed a cracked screen and the user was unable to unlock or use the screen, after which a replacement ilet was arranged and the original was to be returned. No clinical symptoms or injury reported. Outcomes included no medical intervention and continued use of continuous glucose monitor (cgm) via dexcom. The device was returned for evaluation and reported display damage. Investigation of this case revealed screen damage with loss of usability. The customer reported issue was confirmed. It was concluded that the device experienced a hardware screen failure, and a replacement was provided.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.